Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient. The patient reported that they have had trouble with their charging system since day one. They stated that the past 3 days, they have been unable to get it to work at all. The patient mentioned that they don¿t use a recharging belt because they have had trouble with it, and they use a towel to prop behind their back to charge. They stated that they needed to use their unit, as they have had physical therapy on their shoulder. Patient services troubleshooted with the patient, and they were getting the recharging screen with 2-3 coupling boxes during the call. Patient services walked the patient though antenna locate feature. The patient mentioned that their programmer works just fine. Patient services is sending adhesive discs as well as a new recharging antenna for the patient to see if that helps. No further complications or patient symptoms were reported or anticipated. Rep reported that it was recommended in the past case(s) that they consider getting an x-ray for the pt. Today the caller is with pt and states that the coupling issue continues. Caller states he is able to get 8 coupling boxes in the office but the pt states they are unable to achieve 8 coupling boxes at home. Caller states that the coupling varies from 4 to 8 to 2 to '1'. Tss advised that they do consider an evaluation of pt's pocket both visually and via x-ray to see if there is any tilt. Based on previous case where the insr was replaced, tss advised it would seem unlikely that further replacement of external product would resolve the issue. Tss advised that the caller may want to consider working with pt to show how they were able to get 8 coupling boxes in office (education). Additional information was received from a healthcare professional (hcp) via manufacturer representative (rep). It was reported that it seemed that patient understood that this must be a battery positioning issue and appeared to have understood. None of ins issues were suspected. The rep have not heard back from the patient with any further concerns so it must have resolved. Patient was advised to get an x-ray of the ins as advised by technical service representative. This information was shared with the hcp who would follow up with the patient and order the x-ray. No further steps were taken at this time. The hcp was informed to follow up with an x-ray to ensure the positioning of the battery was correct and not inverted.